Event description:
The customer reported that the cartridge was not fitting properly on the pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer did not have extra cartridges on hand during the call and was advised to remove the o-ring and attempt loading a new cartridge upon returning home and to follow up if the issue persisted.